Manufacturer narrative:
Conclusion: since the valve has been implanted for almost 10 years, it¿s very unlikely that the stenosis / regurgitation are due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 5 months post implant of this aortic bioprosthetic valve, the patient presented with severe aortic regurgitation and moderate stenosis. The patient was being considered for transcatheter valve-in-valve replacement. Subsequently 9 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.